Event description:
Prior to implant procedure, the helix of the right ventricular (rv) lead. When the rv lead was tested, the helix was unable to extend. The lead was not chosen for implant. There was consequence to the patient.